Event description:
On (B)(6) 2017, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading control solution inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2017, 1:00pm. The patient had obtained an alleged control solution result of ¿120 mg/dl¿ on the subject meter. The patient manages his diabetes by self-adjusting insulin doses and reported that he increased his dose of medication ¿6 units and 2 more later of humalog¿ in response to the alleged product issue. The patient detailed that one hour after the issue began he developed the symptoms of ¿low blood sugar¿. The patient stated that on (B)(6) 2017, 2:15pm he was treated in urgent care by a hcp with glucose tabs/gel and obtained a blood glucose result of 180 mg/dl on another meter (freestyle lite). At the time of trouble shooting, the cca confirmed the patient used the correct control solution and correct unit of measure was used. The control solution result obtained fell outside the acceptable range on the test strip vial. The patient was unable/unwilling to answer further questions. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate control solution results obtained with the subject meter.